Event description:
It was reported that patient presented for device upgrade procedure. During procedure it was found that patient's atrial lead was dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a partial distal segment of the lead was returned in one piece with lead helix clogged with dried blood and tissue. The helix length was measured and it was within specification. Electrical testing and x-ray examination did not find any indication of conductor fractures. Conductor shorts was noted which is due to procedural damage to the lead body. No anomalies were found.